Event description:
System locked several times up during procedure. Operator had to re-boot system a total of three times to complete case. The pt had to receive additional contrast to complete the procedure. There were no adverse effects reported due to the additional administration of the contrast.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.